Manufacturer narrative:
A review of the device history record shows the product met the manufacturing specifications.no other incidences involving lot m1242a805 have been reported to kimberly-clark. The device involved in this report was not returned to kimberly-clark for analysis. A root cause for this reported incident could not be identified.information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. The device was not returned to kimberly-clark by the customer.

Event description:
Kimberly-clark received a report stating, "the green sponge of toothette fell off in the back of patient's mouth. The patient was intubated, and nurse had some difficulty getting the sponge out." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).